Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a titanium adapter and the transfer set. The patient found that the transfer set had come off from the titanium adapter when they woke up in the morning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye. No internal or external visual defects were identified during visual inspection. The connection test and dimensional inspection were performed, and all specifications were met. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.